Manufacturer narrative:
(B)(4) date sent: 10/17/2024. Investigation summary: a linx device with two visible weld balls disconnected from washers was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld balls, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. Both washer through-holes at the separation were measured and was greater than the specification. The washer through-holes were concentric and one of them had material displacement at the outer edge of the through hole. The overall appearance of the surface of the washers didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld balls was measured. The diameter is within the specification. The weld balls were concentric with the respect to the wire.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D6b. Exact explant date is unk. Assumed first day of month. B3: only event year known: 2024. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: spoke with patient and her mother yesterday who advised her device was explanted by dr. Smith at piedmont hospital in atlanta, ga in november 2023. Received screenshot from patient¿s mother that indicates device was implanted (B)(6) 2017 and is an lxmc13, lot number 13609. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a linx implant about five or so years ago, in (B)(6) 2023 the patient was severely ill/sick, patient presented with a high fever, abdominal pain and infection. Multiple visits to the ER where the patient tested negative for the flu and covid. About midway through the year her doctor found her linx "broken", during which time the patient had started to get heartburn again. On one visit to the ER patient was given a penicillin shot which caused a reaction resulted in a few hours stay in the hospital. In (B)(6) 2024 patient was diagnosed with lupus. Patient has been mostly bedridden and has only been able to work one full week which was recently. Prior to implant patients' esophagus would not close at all and would consistently regurgitate her food. If she bent over her food would come up into her mouth.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Photo summary an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the image reviewed demonstrates a discontinuous linx device located below the diaphragm." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. A manufacturing record evaluation was performed for the finished device batch number 13609, and no non-conformances related to the malfunction were identified. The device is affected by 2018 linx recall product bounding. Additional information received: received imaging of device taken 9/28/2023 from surgeon who indicated device was initially effective at controlling symptoms and weren¿t associated with any coughing, vomiting, surgery or other trauma. He was not the implant surgeon and also doesn¿t know if the patient underwent any mris after implant. The patient did not have any other surgeries in the area and the device was preserved for analysis.